Manufacturer narrative:
Additional information: added unique identifier (UDI) # in d4.

Manufacturer narrative:
The unit has been evaluated by a leica field service engineer. The investigation revealed the following: the root cause was determined to be a malfunction in the paraffin valve. The instrument was disassembled, the liquid line was cleaned and the paraffin valve was replaced. As a precaution measure, the reagents valve was also replaced as it was showing signs of wear. The paraffin was replaced and a test run performed. The customer confirmed that equipment is working perfectly again. Additional statement: a health effect_clinical code for re-biopsy or re-biopsy of patient should be available.

Event description:
On (B)(6) leica biosystems received a complaint that the customer experienced damaged tissue samples during processing on their asp6025. As a result 3 tissue samples have not been diagnosed, and on (B)(6) 2021 the customer informed leica biosystems, that 3 patients have to be rebiopsied.